Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: unknown.

Event description:
It was reported that the pump failed to deliver within manufacturing specification. No patient injury was reported.

Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal was missing/ broken on the device.. Torn dso seal was observed. Performed accuracy tests. Calibration due date of (B)(6) 2023. Reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. Performed pm. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.